Event description:
Patient presented to the physician with an infection at the ipg incision site. Physician prescribed two weeks of antibiotics.

Event description:
Patient presented back to the physician with infection. Physician brought the patient into the or and removed the inspire system. This resolved the issue.